Event description:
The device was used during a laparoscopic cholecystectomy. On the first firing of the er320 2 clips came out at the same time. Neither was formed. One was completely open, the other partially formed. They were removed from the abdomen without difficulty. Subsequent clips were fired without difficulty. There was no consequence to the pt. The device came from an fdc37.